Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached end of life (eol). Two years earlier, estimated longevity was estimated at two and one-half years remaining. There was concern that the battery had depleted more rapidly than expected. The patient was hospitalized for an immediate device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.